Event description:
The myoma fixation tip allegedly broke off while in use. The broke piece was imbedded inside the myoma and not able to be retrieved. Doctor suggested a hysterectomy to remove the myoma and the broken tip, but the pt preferred myomectomy only. As of today, no procedure has been scheduled yet.